Event description:
Information was received that the medfusion 4000 pump will not recognize the battery. There were no adverse events reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The bottom case had seal damage. There was a battery not working alarm in the history. The reported issue was verified during start up. The customer did not upload software from base to head after replacing the main board. The software was uploaded from bottom case to top case to resolve the issue. The device's damage was fixed and the device was re-calibrated.